Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up in clinic, loss of capture and lead dislodgment under fluoroscopy were observed. The lead was explanted and replaced. The patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.